Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on erbe) was confirmed and replicated. During (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the possible related system errors: erbe error: c-34 which indicates a hf voltage too low in on state possibly sue to magnetic interference. Device history record (DHR) review for the erbe involved with the reported event is not possible at this time since erbe is an original equipment manufacturer product. The probable root cause of this issue is attributed to defective generator due to voltage errors on the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the site power cycle the iesu, but the issue was not resolved. The tse had the site use an external third-party force triad generator to continue with the procedure. The procedure was delayed less than 15 minutes. The procedure was completing as planned with no reported injury.